Event description:
It was reported that the customer was treated by paramedics. The customer stated that prior to the event, her blood glucose levels went down to 30 mg/dl and that she had fallen on the insulin pump. The customer also stated she had been having button error alarms on her insulin pump. Troubleshooting was performed but the customer was unable to clear the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a button error alarm due to a corroded keypad trace.